Event description:
A pet-owner (lay-person) reported that they stuck themselves with an unused needle. Reportedly, they were attempting to remove the needle sheath and when it came off they stuck themselves when they recoiled their hands back together. They stated that they had received several needles from their veterinarian to use for giving lactated ringers to their dehydrated cat. They cleaned and bandaged the puncture site, but did not seek any medical attention at that time. However, follow-up communication from the user indicates that they visited their doctor 2 months later for an examination for their finger. The physician report was received in 2005, which indicates that the user sustained a puncture wound resulting in traumatic neuralgia of the left index finger, but there is no indication that any active medical treatment was provided.